Event description:
It was reported that the device inappropriately delivered defibrillation therapy for supraventricular tachycardia. No allegation of malfunction was made against the device and the physician alleged the device performed as expected based upon its programmed settings. The device was reprogrammed to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.